Event description:
The customer was hospitalized for dka. It was indicated that the customer possibly had an infection. Suggested that the customer take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer the two high bg rule. Suggested the customer call back to perform the high-pressure test when the clamp arrives.